Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. The analyst noted that the iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was attempted but not used during implant. The physician noted that the setscrew was difficult to deploy at a certain angle and was not connecting properly. This was causing the patient's lead to have poor connection and poor sensing/thresholds. The patient's lead was tested once disconnected and characteristics tested within normal range. The physician also noted that the setscrew was difficult to release. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.